Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint. No physical damage was observed at the wrist assembly. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully at different wrist angles. The knife cut cleanly through test paper. The knife edges were not damaged and the cut test passed. Energy activation test was then conducted on the system. A wet paper towel was held between grips and began to smoke when the energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy was observed. No errors or motion issues occurred during in house testing. Furthermore, review of the logs did not find any errors.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the "tip kept jumping off at tip during and after firing," an investigation is in progress to determine the cause of this reported event. The vessel sealer extend instrument has been returned for evaluation, but the failure analysis testing has not yet been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that the vessel sealer extend instrument moved with unintuitive motion as it would twitch sideways when cutting. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer reported the vessel sealer extend's tip kept "jumping off at tip during and after firing." The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The surgeon explained the instrument was inspected prior to use. The surgical task being performed was sealing followed by cutting and the jerking of the jaws occurred during the cutting phase. There were no issues with sealing. The closed sealer would twitch sideways when cutting. This did not happen when the vessel sealer was replaced with a new instrument. There were no errors when the vessel sealer extend issue occurred. During the sealing sequence there were audible signals when the pedal was pressed. The seal cycle completed with the fast audible tones as expected. Tissue effect was observed during the sealing cycle as expected. There was no tissue cut that was not fully sealed. Omental tissue was the targeted tissue and was not under tension during the sealing /cutting process. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws did not come into contact with any other object or tool. The jaws were not immersed in liquid or contaminated by carbonized tissue. There was no unexpected additional bleeding. The instrument was tagged for return. There were no video or images of the procedure.